Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that there was a rainbow image in the insulin pump screen, the window guard was scratched, and the customer's blood glucose was 240 mg/dl. The customer stated the insulin pump may have been bumped or gotten wet. Customer also stated there was damage to the reservoir compartment. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.